Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient expired on 06jan2020 due to a hypoxic brain injury and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. Multiple attempts for additional information regarding product return were sent to the customer and no further detail was provided. The heartmate ii lvas IFU (document 106020-wcd, rev. E) is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome that the patient expired due hypoxic brain injury. No further or additional information was provided.